Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's neurostimulator (ins) was explanted on (B)(6) 2017. It was reported it was replaced with a different manufacturer's device. The caller reported that it was replaced because the stimulator battery had failed and was at end of service life some time in 2014 per the healthcare providers notes. Caller was not sure exactly what the healthcare provider meant by the comments they made about battery status. However, it was reviewed with the caller that this stimulator had a 9-year battery life when charged regularly. No symptoms reported. No further complications were reported/anticipated.